Event description:
Device malfunction: none. Symptoms/ae: septicemia. Time of symptoms/ae: four days post closure procedure. It was reported that a physician achieved arteriotomy closure after a percutaneous coronary artery stenting procedure in 2007. Four days later, the patient was readmitted to the hospital with a staphyloccocal infection of the access site resulting in septicemia. The patient recovered after treatment with antibiotics. The physician felt that the infection was in the tissue tract post procedure and the source of infection was not the starclose. The operator did not reglove prior to the closure procedure, although the area was reprepped. Though requested, no additional information was provided.

Manufacturer narrative:
The device remains in the patient. No lot information was provided. We were not able to perform device inspection or device lot history review in this case.